Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at 12:14 pm where user's sg was out of range and bg was 130 mg/dl. After dms review,the information provided by the user was confirmed and the user received a low glucose out of range alert at 12:14 pm, when the sg was at out of range (low).the user didn't seek medical treatment and resolved the event by confirming with a fingerstick and determining it was not a true low.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported receiving a low glucose event. The following example set was provided: (B)(6) 2025 12:14 pm where user's sg: out of range and bg was 130 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 12:14 pm est user's sg was out of range, and bg at 11:55 am was 130 mg/dl. A review of the alert history revealed that the user received an out-of-range low glucose alert at the reported time. The user did not seek medical treatment and resolved the event by confirming with a fingerstick and determining it was not a true low. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. An case was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor. Based on escalation analysis, a sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of in vivo raw data showed optical instability around the time frame of the reported inaccuracies which most likely contributed to the inaccuracies observed by the user. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121.4119. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.